Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was dried on the lens. One haptic is bent in the gusset area. The other haptic is broken in the gusset area (returned). The optic is broken in the haptic insertion area of the broken haptic. Haptic and optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol failed to fixate because of a defective haptic. Additional information was provided that the haptic seemed powerless and was unable to fixate; therefore, the iol was removed. A new lens was placed in the eye 6 days later.